Event description:
Rep left a voicemail reporting that the patient's hip was revised. A 36 +5 femoral head, accolade tmzf stem, and a liner were revised. Three attempts were made to obtain additional information with no response.

Manufacturer narrative:
Explant date provided. Reported event: an event regarding revision involving an unknown implant liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 36 +5 femoral head; cat # unk_jr; lot # unknown, accolade tmzf stem; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Rep left a voicemail reporting that the patient's hip was revised. A 36 +5 femoral head, accolade tmzf stem, and a liner were revised. Three attempts were made to obtain additional information with no response.